Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a starclose se device after a peripheral diagnostic procedure. Reportedly, the device was difficult to remove. It is unknown if the safety release mechanism was used. Manual arterial compression was applied to achieve hemostasis. A femoral angiogram was not performed. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4) - failure to follow steps. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, a femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall. Based on the information reviewed, there is no indication of a product deficiency.